Event description:
The physician was using one nc sprinter balloon for post-dilatation of a non-medtronic stent after implantation in a calcified lesion at lad. He inflated the balloon slowly until 18 atm and suddenly the balloon burst. The device was removed. No clinical sequelae were reported. Evaluation summary: the balloon, balloon bond and a portion of the distal tip had detached from the device. The outer distal shaft material was flowered, jagged and uneven at the detachment site. The outer distal shaft flowering indicates that the inflation lumen was inflated and has subsequently burst and detached. The remaining distal tip material was stretched and jagged. Blood and contrast were evident in the inflation lumen.

Manufacturer narrative:
Results: related to operational context, deformation problem. Conclusions: related to operational context. (B)(4).